Event description:
Prior to procedure, new patient data was entered and system locked up. Unit was shut down and rebooted and then functioned properly. Several minutes into the fluoroscopic procedure, the computer and the generator locked up again.